Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 2 hours after the patient left the valve implant procedure, left coronary artery (lca) occlusion occurred. When the lca occlusion was observed, kidney massage, percutaneous cardiopulmonary support (pcps) introduction, and percutaneous coronary intervention implementation were performed. One day post-implant, pericardial effusion was observed, and drainage (cause not determined) was noted. Subsequently, thoracotomy and suture due to left ventricular laceration were performed. It was noted that pcps could not be removed, resulting in multi-organ failure of unknown consciousness. According to the physician, calcification of the autologous valve leaflets rose and narrowed the coronary entrance. Per the physician the valve caused or contributed to the lca occlusion; however, the delivery catheter system did not cause or contribute to the lca occlusion. The patient was reported to be in multiple organ failure and unconsciousness. No adverse patient effects were reported.

Event description:
Additional information was received that the cause of death was heart related.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic guidewire, (lot: unknown) ; product type: guidewire. Additional codes: annex es annex fs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve implant procedure was completed without any complications and the patient returned to the ward. It was noted that cardiopulmonary arrest occurred after percutaneous cardiopulmonary support (pcps) was inserted. An emergency coronary artery angiography was performed. Occlusion of the left main trunk and cervical artery occlusion due to the valve migration were observed. Percutaneous coronary intervention was performed. Intra-aortic balloon pump was inserted, and the patient returned to the critical care unit. One day post-implant, the patient developed cardiac tamponade and an emergency thoracotomy for hemostasis was performed. Damage was observed in the inferior wall of the left ventricle, and repair surgery was performed. Pcps was removed. One day later, cardiac arrest after defibrillation for atrial fibrillation, temporary pacing insertion, and pcps reinsertion were performed. Subsequently, complication by hypoxic encephalopathy, multiple organ failure, and septic shock were noted. Per the physician, the pericardial effusion was due to a non-medtronic guidewire causing left ventricular perforation or originally a scar on the left ventricular wall which became larger due to the cardiac massage performed. According to the physician, the cause of the ventricular laceration (vl) was due to the cardiac massage. In addition, the delivery catheter system cause or contributing factor to the pericardial effusion and vl was unknown. However, the valve did not cause or contribute to the vl. Twelve days post-implant, the patient died. The cause of death was not received. Per the physician, the valve and the valve implant procedure were contributing factors to the patient's death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: d-evolutfx-2329, lot #: 0011740889, ubd: 19-apr-2025, UDI#: (B)(4). Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that, per the physician, the cause of death was coronary occlusion. It was noted that after percutaneous coronary intervention, left ventricular laceration was discovered and multiple organ failure occurred. According to the physician, the delivery catheter system cannot be excluded as a contributing cause to the patient¿s death. In addition, the death was not caused or contributed by the patient¿s underlying medical history.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient experienced a left cor onary artery (lca) occlusion. Cardiac massage and percutaneous coronary intervention (pci) were performed after the introduction of percutaneous cardiopulmonary support (pcps) and the placement of a stent. No additional adverse patient effects were reported.